Event description:
It was reported that revision surgery was performed due to disassociation. Revision was in (B)(6) 2011.implantation of the acetabular componenets was in (B)(6) 2011. Implantation of the femoral component was in (B)(6) 2006.